Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had four leads, and two of them were from the same lot for off-label use. Device 1 of 3. Reference MFR report #: 1627487-2015-07140 and 1627487-2015-07141. It was reported, the patient's scs system was explanted due to ineffective stimulation and the patient no longer using the system.